Event description:
It was reported that the patient complained of chest pain in the left breast. No capture was noted on the right ventricular lead and a perforation was suspected but not confirmed by x-ray. It was also noted that the helix took too many turns to extend on implant. The lead was determined to be dislodged and the lead was explanted and replaced. Echocardiography performed prior to and after the revision showed no evidence of effusion. No further pain was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the proximal conductor was distorted and had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was kinked/buckled and was breached cut, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage. The analyst also noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turing the is-1 pin.